Manufacturer narrative:
(B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd vacutainer sst ii advance plus blood collection tubes were deformed. There was no report of exposure, injury, or medical intervention noted.

Manufacturer narrative:
Correction: due to an it issue beginning on 7/3/2018, previously filed emdrs did not contain required fields. This supplemental emdr is filed to provide the following omitted fields: event attributed to: other. Device single use?: no. Device returned to manufacturer: yes.

Event description:
It was reported that the bd vacutainer® sst¿ ii advance plus blood collection tubes were deformed. There was no report of exposure, injury, or medical intervention noted.

Manufacturer narrative:
Bd received samples and photos from the customer facility for investigation. The photos were evaluated and the customer¿s indicated failure mode for bowed tubes with the incident lot was observed. Additionally, evaluation of the customer samples was performed and bowed tubes was observed. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product. Based on evaluation of the customer photos, the customer¿s indicated failure mode for bowed tubes with the incident lot was observed. Additionally, evaluation of the customer samples was conducted and bowed tubes was observed. Based on the investigation, a root cause could not be determined. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. The bd business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that the bd vacutainer sst ii advance plus blood collection tubes were deformed. There was no report of exposure, injury, or medical intervention noted.